Manufacturer narrative:
Based on the claim against the product by the customer noting energy released from side, an investigation was completed to determine the cause of this reported event. Isi did not receive the mcs tip cover accessory associated with this complaint. Isi has received the mcs instrument associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition an engagement tests. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. The instrument was fully functional. The instrument released energy normally. No product issue was identified. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the monopolar curved scissor (mcs) instrument energy was being released from the side instead of the tip. In the event, if the tip cover is compromised, it is possible for energy to discharge in an area other than the instrument tip. Per the I&a user manual "it is important to exercise caution when using a energized endowrist monopolar curved scissors instrument to help avoid unintended contact with tissue adjacent to the area to be cauterized." Failure to follow these precautions will result in electrical arcs from the wrist and alternate site burns.

Event description:
It was reported that during a da vinci-assisted inguinal hernia unilateral surgical procedure, the monopolar curved scissor (mcs) instrument energy was being released from the side instead of the tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.